Manufacturer narrative:
Device evaluation: the report of increased ldh and flow issues was confirmed based on the evaluation of vad-17200. The examination found depositions of coagulated blood in the sealed inflow conduit, sealed outflow graft, and pump, which appeared consistent with the pump being electively shut off approximately 1 month prior to explant. Examination of the pump rotor found a denatured, tissue-like thrombus in one of the rotor vanes. An identical thrombus, which was pulled off of the rotor during disassembly, was also noted in the outlet stator. The tissues did not show laminated layering, indicating the thrombi did not form on the rotor. The observed thrombus would have contributed to the reported increase in ldh and flow issues. The origins of the thrombi could not be conclusively determined. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4)

Event description:
Additional information: the patient received a heart transplant on (B)(6) 2016.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. A correlation between the device and the reported event could not be conclusively determined. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was seen in the outpatient clinic on (B)(6) 2015 for symptoms of increased fatigue. Laboratory results revealed that the patient's lactate dehydrogenase (ldh) had doubled from their previous results. The patient was admitted and placed on heparin. On (B)(6) 2015, the patient was discharged home on lovenox and aspirin when their symptoms and ldh improved. On (B)(6) 2015, the patient contacted the vad coordinator with reports of black urine. The patient was instructed to go to the emergency room. Upon arrival to the emergency room, the patient's ldh was 2500 u/l. The patient was re-admitted and placed on heparin. The patient's ldh increased to 2800 u/l on (B)(6) 2015. A ramp echocardiogram performed showed the aortic valve opening when the pump speed was increased to 11,200 rpm. It was also reported that there was a clot noted in the patient's left ventricle. On (B)(6) 2015, the patient was transferred to a different implanting center to be evaluated for a heart transplant. Upon arrival, the pump speed was 9400 rpm and pi was 1.5. The speed was decreased to 8400 rpm and back up to 9400 rpm without any change in the parameters. It was reported that they were unable to list the patient as status 1a for heart transplant until their creatinine levels corrected. In an effort to stop the hemolysis, the patient was taken to the operating room on (B)(6) 2015. The vad outflow graft was ligated and the pump was turned off while leaving the pump implanted. The patient was returned to the intensive care unit with inotropes. The customer reported that the patient's creatinine levels had improved, but was still not a candidate for a heart transplant.